Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported; however, it was reported the concomitant therapy was cefazolin and gentamicin. Dianeal therapies were ongoing. At the time of this report the patient outcome was not reported. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient was treated with intraperitoneal cefazolin (2 g per day; duration not reported) and intraperitoneal gentamicin (80 mg per day; duration not reported) for bacterial peritonitis. At the time of this report, cefazolin and gentamicin remain ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Nineteen days after the event onset, the patient was discharged from the hospital and was considered recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.